Event description:
It was reported that for a "short time" the patient had a "small sensation" near the connection between the leads and the extensions. Afterwards, the patient had no sensation at all. Increasing the amplitude had no effect to sensation. It was reported that in a follow-up session, it was not possible to get telemetry with the device. The patient experienced "no output:" the device "was not working." The device was explanted, and during explanation the doctor saw a little cut in insulation on one electrode near the connection to the extension. Impedances above 4,000 ohms were measured. The electrodes were replaced. It was noticed that intra-operatively telemetry was not possible. The whole system was replaced. No further problems were reported after the replacement. The patient outcome was unknown.

Manufacturer narrative:
Brand name: interstim twin model 7427t. Product ID (B)(4), serial# unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. Product ID (B)(4),serial# unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. Product ID (B)(4), serial# (B)(4), explanted: (B)(6) 2012, product type: extension. Product ID (B)(4), serial# (B)(4), explanted: (B)(6) 2012, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the battery did not show any signs of an internal short or any cause for premature depletion. No problems were found. Analysis of the leads and extensions showed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.